Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine office visit, this device exhibited high pacing impedances measurements. The physician had planned a revision; the lead is a non boston scientific product. No resulting adverse patient effects were reported due to the impedance issues however, the physician reported that the patient passed away the following weekend due to heart failure unrelated to the previously reported pacing impedance anomaly. It was stated the device was not explanted and thus not able to be returned for analysis. No further data analysis was collected nor requested by the family or physician.